Event description:
The dome part was detached in pts stomach. This incident was found when the catheter was attempted to be pulled out to exchange. This device was used in pt for 96 days. The detached dome was collected by an endoscope.